Event description:
Patient had a posterior tilink case performed with the 25mm screw, screw anchor and 5cc osteoflo nanoputty inserted on (B)(6) 2024. The patient then developed an infection after the surgery was performed, time of infection not defined. An explant of the implanted device took place on (B)(6) 2024. There was no report of a device or its related components malfunction or failure. It was reported the surgeon that there was potential sanitary issues with patient.